Manufacturer narrative:
Concomitant products: arm cart assembly (mrasc0002), tower 120v (mrasc0003) and surgeon console (mrasc0001). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia repair procedure, the surgeon mentioned that the bipolar fenestrated grasper (bfg) instrument was not applying energy well. The surgeon did not want to troubleshoot, as the bipolar energy was not needed much for the case. The case was completed with the instrument. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided video for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it is still in use with the customer. One seven second video was received for evaluation. The video showed two instances of energy on the bipolar fenestrated grasper. Evaluation of the logs indicated that the system correctly received the commands to apply the bipolar energy. It does not appear that the system was lacking the ability to apply energy. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia repair procedure, the surgeon mentioned that the bipolar fenestrated grasper (bfg) instrument was not applying energy well. The surgeon did not want to troubleshoot, as the bipolar energy was not needed much for the case. The case was completed with the instrument. There was no patient injury.